Manufacturer narrative:
The insulin pump was received with intermittent down arrow button due to flattened and creased dome switch. No unlocked lcd keypad connector. The insulin pump makes slight noise when backlight is activated; however, this is a normal occurrence. No unexpected backlight noise noted. The insulin pump has cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a keypad anomaly. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.